Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (b)(64) 2016, to report that on (B)(6) 2016, the patient's receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and observed a cracked plastic window. Functional testing was unable to be performed due to the usb port not being able to be recognized. The data log was reviewed no errors were observed. The receiver case was opened for further evaluation. A visual interior inspection was performed and found that the moisture detection sticker was activated and the usb port connector and pcba were contaminated. The reported event of a frozen display screen was confirmed. The root cause was determined to be moisture damage.